Event description:
In early fall 2011, 2 french cvc catheter was placed by nurse practitioner. Infant outgrew catheter. Four months later, while interventionalist was attempting removal of catheter, approx 12 inches of catheter was left in the basilic vein. The next day patient had a cardiac catherization for removal of catheter piece. Catheter piece was retrieved with no further complications.